Event description:
Boston scientific received information that the patient with this left ventricular lead reported that they were playing football with their children. The patient stated that they dove for the football and landed awkwardly on the device. The patient's following clinic also received an alert for high, out of range pace impedance measurements and low intrinsic r wave amplitude. The lead was reported to have fractured. The patient was seen for a lead revision procedure where the lead was explanted and replaced. There were no additional adverse patient effects. The lead is to be returned for analysis.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
The device has not yet been received for analysis. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned severed 433 millimeters (mm) from the terminal pin in two segments totaling a length of 798 mm. Electrocautery damage was noted in a few places in the insulation. The conductor coil was fractured 373 mm from the terminal pin. The distal end of the fracture was 380 mm from the terminal pin. There were portions of the guidewire in the lead lumen on each segment of the lead. The guidewire appeared to be fractured in a few places but most notably at 382 mm from the terminal pin. Further evaluation indicated that the guidewire had become prolapsed in the lead tip at implant and most likely became stuck in the lead and ultimately implanted with the lead. This may have contributed to the clinical observations.